Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the inside of the trocar melted due to the handpiece of a dissector overheating. A piece of the trocar was inside the pt's cavity but was removed at the time of surgery.

Manufacturer narrative:
(B)(4)